Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was re-centered in a secondary procedure by a consulting physician. In addition to the re-centering of the lens, the patient had a yag capsulotomy performed, due to blurry vision after the recentering of the lens, which was stated to have been minimally beneficial. No additional information provided.

Manufacturer narrative:
Section f completed by manufacturer.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.